Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion set tubing and site. The customer's blood glucose (bg) level was 392 mg/dl and insulin injections were used to address the high bg level.